Event description:
Reporting status: death. Reporting rationale: cardiac arrest/death. Device issue: none. It was reported that the procedure was to treat the cx and the lad vessels both vessels were occluded. Several hours had elapsed by the time the patient was taken to the cath lab to start the procedure. By the time the patient's mi was evolving. Angioplasty and stenting was performed on the cx. Then the lad was wired using a prowater guide wire, but the cx vessel was already shutting down again. At this time the patient experienced cardiac arrest CPR was attempted, but the patient expired on the table. This is being reported based on the review of the cine by the av account manager who observed the prowater guide wire in the diagonal instead of the lad, at which time a perforation occurred. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - from the provided information it could not determine if the used prowater guide wire contributed to the reported event. In our production process, all the guide wires are inspected for its intactness before sent to each next production process and to final packaging process. We consequently consider the device in question was sound and free from defect at the time of delivery from our site.